Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen became shattered when the customer accidentally fell on pump. Reportedly, pump was still functional. Customer¿s blood glucose (bg) was ¿high¿ via continuous glucose monitor reading. Customer declined to provide additional information and continued to use the pump for insulin therapy.